Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they were going to receive emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 497 mg/dl at the time of the incident. The customer was at 261 mg/dl at the time of the call. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer would call back. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08770 inches. No under delivery or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.